Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial #: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported over the few months prior, the patient's ins was not holding charge. An x-ray showed a crack in the extension wire attached to the battery. The patient was sent to the or to further investigate the issues with the battery and extension wire. The patient experienced discomfort and no relief of symptoms from parkinson's.